Event description:
It was reported post permanent scs implant procedure, the pt experienced a cardiac arrest post procedure and subsequently slipped into coma. The pt remains unresponsive. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.